Event description:
While prepping pt's groin for cardiac cath procedure, clippers were used for hair removal. Question if clipper head used was defective, as they pinched pt's skin and caused several areas of abrasion.